Event description:
The user facility reported the unit was leaking water. The resulting puddle was larger than 3 x 3 feet.no procedural delays or cancellations have been reported. No property damage was reported.

Manufacturer narrative:
A steris service technician inspected the unit, and found a broken drying valve body. The water reduction box nut had loosened, and fell into the recirculation pump. This created vibrations and resulting in the body drying valve to crack. The unit was repaired, tested, found to be operational and returned to service.